Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted as of the present. A call placed to technical services on 05/29/2018 stating that this lead exhibited an out of range rv intrinsic amplitude on (B)(6) 2018 with 3.6 mv. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).